Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, reported cosmetic damage to the insulin pump and the piston was not working. The customer reported blood glucose value of 280 mg/dl and the hyperglycemic event was treated with manual injection. The event involved product(s) mmt-1880l, mmt-332a, unomedical. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump within 48 hours of the reported event. Troubleshooting was performed for cosmetic damage and the customer stated that, the functionality of the insulin pump was affected. No further patient complications were reported. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received pump error 39 alarm during rewind due to corroded motor home switch. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests due to the pump error 39. Pump unable to download the trace and history files using thump (download difficulty). Pump was cut open to perform visual inspection and found moisture damage on the pcba1, motor, sensor cable during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and pillowing keypad overlay. In conclusion, piston is not moving is confirmed due to pump error 39 during rewind due to corroded motor home switch and moisture damaged found on the pcba1, motor, sensor cable during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.